Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Product ID hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, hydromorphone and clonidine via an implantable pump. The indication for use was malignant pain. The patient reported that they have been having issues getting connected to the ptm. The patient stated "at least once a day for the past month or more" they will get a system error 156 (application restarting due to system error) and will also receive a message that says "myptm is not responding." The patient also reported that it will "sometimes take a couple times" before they are able to connect to the pump to deliver a bolus. The pump would only go to 90% and then it will get stuck on that "all the time" and they stated that's when they see the not responding message. The patient mentioned that it takes 2 1/2 minutes to deliver the bolus but will eventually see that the bolus went through. It was reviewed that it is normal for a pump to have to pause at 90% before it will deliver a bolus. The patient also mentioned during the same time frame, they have been experiencing "more pain" and stated at the beginning they were getting "good relief" but now they are not sure they are getting all their medication. An email was sent to the repair department for a handset replacement. No patient harm reported.